Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata¿.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately 6 years post initial procedure a follow-up computed tomography angiogram has revealed a possible type 3b endoleak. Patient is pending re-intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the type 3b endoleak of the distal main body event was confirmed. This event is most likely device related due to the use of strata material. Procedure related harms for this event could not be determined. Successfully re-intervention was completed. The final patient status was reported as doing well. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem. E1: initial reporter, name and address. H6: evaluation code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately 6 years post initial procedure a follow-up computed tomography angiogram has revealed a possible type 3b endoleak. Patient is pending re-intervention. Updated information: a re-intervention was completed. The physician elected to reline the original implanted devices with a afx2 bifurcated stent graft and a vela suprarenal stent graft extension to resolve this event. The patient was report as doing well.